Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys tsh assay result for one patient sample. The initial result was 4.29 uiu/ml and the repeat result on (B)(6) 2017 was 2.71 uiu/ml. The repeat result was believe to be correct and was reported outside the laboratory. The customer was not aware of any adverse event. The reagent lot number was 17251303 with an expiration date of 04/30/2017. The field service representative ran performance testing that was not acceptable. He checked the analyzer and found the sipper probe was not washed correctly and the black tubing from the measuring cell to the sipper probe was stretched causing a smaller inner dimension inside the tubing. After replacing the black tubing and adjusting the washing station, the performance testing was repeated and the results were within specification. Precision testing was also performed. Upon further investigation, a specific root cause could not be determined. Additional information for further investigation was requested but was not provided. For this type of event, the most likely causes are related to a restricted sipper path, tubings, or fittings. Other possible causes include electromagnetic interference, issue with preanalytics, or hardware issues. From analysis of the calibration and quality control data, a general reagent issue could most likely be excluded. The calibration prior to event and the quality control results on the day of the event were acceptable.